Event description:
A technician reported a case of trace diffuse lamellar keratitis (dlk), observed on a pt's right eye at one day post lasik treatment. Reporter indicated the topical steroid dosage was increased. Upon add'l follow up, the reporter indicated the dlk had resolved by three days post treatment.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).